Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was using several devices in and out of the trocar port. Some of the devices were harmonic, 5mm devices and 12mm staplers. The surgeon thought that the patient was not relaxed enough and that was why he was losing pneumo. The surgeon told the anesthesiologist to increase the anesthesia so that the patient would relax more. The surgeon did not realize that the excessive pneumo leak was coming from the trocar until after the case. The device was leaking whenever the surgeon was putting torque on the devices. After the procedure, the patient had to be intubated for about "two" due to being under anesthesia. The patient is currently doing well. The device was discarded.

Manufacturer narrative:
(B)(4). This product has been identified as part of the voluntary recall of endopath xcel "with optiview" technology.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.